Event description:
It was reported that the atrial lead exhibited noise due to rib clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found bent outer coils due to rib clavicle crush at 24.2 cm to 24.7 cm from the connector pin.